Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was placed in an off label way in the left bundle branch for left ventricular (lv) pacing during a cardiac resynchronization therapy defibrillator (crt-d) upgrade. When the lead was placed into the lv port noise was observed all over the lv electrogram. To rule out a lead issue, the lead was tested in the right ventricular port and clean electrogram was observed with normal function. A possible header issue was suggested. The lv lead remains in service. A new crt-d was given, and the case was finished without additional issues. No additional adverse patient effects were reported.